Manufacturer narrative:
Calibration and qc were acceptable. The sample was centrifuged for 5 minutes at 5100 rpm. Based on the sample tubes the customer uses, this centrifugation time may be too short and the speed too high. No issues were identified during a review of the alarm trace. The field service engineer (fse) found the kci tubing was getting bent by the cover closing on it. The customer was advised to straighten the tubing and run air purges and ise checks. The customer ran calibration and qc with acceptable results. The customer has not had any further issues since the service visit. The investigation determined the bent tubing identified by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial na result was 165 mmol/l. The sample was auto repeated with a result of 80 mmol/l with a data flag. An aliquot from the sample was repeated with a result of 138 mmol/l. The sample was repeated again with a result of 134 mmol/l. The initial na result was reported outside of the laboratory. The na result of 134 mmol/l was believed to be correct. The na electrode lot number was provided as x7596. The expiration date was not provided.